Event description:
Caller reported that t:slim x2 pump battery would not charge consistently. There was no adverse impact to the customer¿s blood glucose level. Caller declined further troubleshooting, and no additional actions were taken by technical support.